Event description:
Device was placed 16cm into the pt, in 2004 for the delivery of antibiotics. When the device was removed 10 days later it was found to have broken with 13cm remaining in the pt. Pt was taken to cardiac catherization lab where the embolized segment was removed in its entirety.